Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at the implant site. The patient was treated with oral and topical antibiotics, however, the issue could not resolve. The device was explanted on (B)(6) 2025.